Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-01786. It was reported that during the programming session, the patient suffered seizure like episode when moving from the supine position to seated position. Reportedly, the patient's vital signs were normal. Stimulation was turned off during the issue. As a result, surgical intervention may be pending (reference MFR report#1627487-2018-01797,1627487-2018-01799).